Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt reported seeing software problem - 1-intellis 2-3.6 3-58 4-qf_new when trying to charge the stimulator today. Pt reset the controller and encountered passive recharge mode (prm). Pt reported seeing "89" while in prm. Additional information was received. It was reported the patient would get an error message when they tried to charge. They had reset which worked for a little bit but now they were getting system error again whenever they tried to charge. The patient started a recharge session but received no device found and entered passive recharge mode with the middle number 81. They would get to passive recharge mode and then system error would come up. The ins was still charged. The patient unplugged the recharger and tried to connect with only the controller and was able to connect to ins and controller and they were 80% charged. The patient did not see any damage to the recharger cord but the box on the recharger kind of crackled and sometimes the paddle of the recharger would get hot which they had noticed for a while. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.